Event description:
It was reported the patient had high impedances on their lead and did not have effective therapy. Surgical intervention was undertaken where the lead was replaced and therapy was restored.

Manufacturer narrative:
Date of event is estimated.